Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. The device was not returned for evaluation. A direct relationship between the device and the reported event could not be determined. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's pump was explanted on (B)(6) 2015 due to the patient showing some signs of cardiac recovery and hemolysis. The patient reportedly had a history of non-compliance and was not a candidate for a pump exchange. The patient later expired on (B)(6) 2015. The patient was at home under hospice care at the time of expiration. No information regarding the patient's post-explant history was provided.